Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarms were cleared. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer's blood glucose was 344 mg/dl. Customer continued to use pump for insulin delivery.